Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (concentration 500 mcg/ml, dose 65.7 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported the patient had experienced their pump having a critical alarm for a motor stall. The patient had a computed topography (CT) guided procedure on friday but no recent magnetic resonance imaging (MRI) or other known electromagnetic interference (emi) or magnetic exposure. The hcp was weaning the patient down on dose as the pump was nearing early replacement indicator (eri). Technical services provided pump off password to silence the alarm and stop the pump permanently. No symptoms were reported.